Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the connecting tube had a wrinkle and the adhesive on bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the duodenovideoscope biopsy channel was blocked, and the cleaning brush could not be inserted. The issue was found during receipt inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found due to damage on channel tube the forceps cannot be inserted. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to/clogged the forceps channel, but the foreign object could not be identified. It is possible that the handling (reprocessing) was not in accordance with the instruction manual, resulting in foreign substances remaining. Physical damage was confirmed in areas where foreign matter remained. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.